Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there have been around 5 kits that have shown up recently either with damage to the outer tray or the lid stock partially torn off, making product not sterile for use.

Event description:
It was reported that there have been around 5 kits that have shown up recently either with damage to the outer tray or the lid stock partially torn off, making product not sterile for use.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the outer tray and kit with no relevant findings. Visual inspection could not be performed as no sample was returned by the customer for investigation. The customer did provide photos that show the corner a kit having a crack. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the outer tray and kit with no evidence to suggest a manufacturing related cause. The customer did provide photos that show a kit with a crack in the outer tray. However, without the actual sample, the potential cause of this complaint could not be determined based upon the information provided.